Manufacturer narrative:
The patient had prior admissions for bleeding and infection in MFR numbers: 2916596-2021-07806, 2916596-2021-07807, 2916596-2021-07808, 2916596-2021-07810, 2916596-2021-07811, 2916596-2021-07812, 2916596-2021-07813, 2916596-2021-07816, 2916596-2021-05574, 2916596-2021-05620, and 2916596-2021-07821. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted (B)(6) 2020 for a device infection. The patient also had a lower gastrointestinal tract bleed on (B)(6) 2020.

Manufacturer narrative:
Section a: patient identifying information cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. Date of birth should have been redacted from the initial report. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported gastrointestinal (gi) bleed could not conclusively be established through this evaluation. Furthermore, a specific cause for the patient's infection could not conclusively be determined through this evaluation. The patient remained ongoing on heartmate ii lvas, serial number (B)(6), until (B)(6)2022, when the patient was transplanted (refer to MFR# 2916596-2022-12530). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 21oct2016. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate ii left ventricular assist system (lvas) instruction for use (IFU) rev. B. Is currently available. Section 1 of this IFU lists infection (local, driveline or pump pocket infection) and bleeding as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. Lastly, care instructions in reference to preventing infection are outlined in various sections of this document, including the section entitled "patient care and management - controlling infection." The heartmate ii lvas patient handbook rev. D. Is also currently available. This handbook contains information on preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Treatment for the patient was fasting therapy and anticoagulant control at the range between 1.5 to 2.0 international normalized ration (inr) during fasting. The infection was controlled by an antimicrobial drug.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The patient remains going on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 21oct2016. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii lvas patient handbook is currently available. Section 1 entitled ¿introduction¿ lists bleeding and infection as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. This section also suggests increasing antiplatelet medications and decreasing heparin/warfarin to decrease the risk of bleeding. Care instructions for the exit site can be found in the "caring for the driveline exit site" section under "patient care and management" in the hmii lvas IFU as well as in the "caring for the driveline exit site" section under "living with your heartmate ii". No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On (B)(6) 2022 the review of files of this event type was completed. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
The patient received less than (B)(4) of packed red blood cells (prbcs) over 24 hours to treat the bleed. The patient was on warfarin and aspirin at the time of the event. The bleed was believed to be possibly related to arteriovenous fistula due to the steady flow of blood.